Event description:
Per the clinic, the patient experienced tinnitus with and without stimulation. Hardware exchange were made; however, the issue could not be resolved. The patient was later hospitalized on (B)(6) 2026 (duration not reported). The implanted device remains.